Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as a defective r valve. The fse replaced the vacuum valves and wash valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer alleged multiple erroneously low bun (blood urea nitrogen) and cr-s (creatinine) patient results were generated for on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide any patient data or demographics for review.